Event description:
Initial information was received on (B)(6) 2015 from a consumer. A child used the (B)(4) motion kids power toothbrush and experienced gum swelling. The child began using the toothbrush (frequency not specified) on an unknown date. Subsequently, the child experienced the event on an unknown date. The child was on an intravenous drip for a few days. It was reported that the child had used many toothbrushes before and did not have similar experiences. At the time of this report, the action taken with the toothbrush and the outcome of the gum swelling was unknown. This case is referenced as (B)(4).